Manufacturer narrative:
Aso lab performed test for adhesion properties on retained samples with the same lot number with no defects found during testing. In addition, aso reviewed records of biocompatibility tests. Refer to section of this report for further details.

Event description:
Consumer reported that the device has been taking the skin off his nose.